Manufacturer narrative:
Additional information received; it was reported the endurant ii bifurcate stent graft system was implanted (etbf3216c145ej + etlw1613c124ej + etlw1613c156ej) for a 65mm abdominal aortic aneurysm on the (B)(6) 2016. On (B)(6) an endurant cuff etcf3232c49ej + left bundle branch etlw1616c93ej) was implanted due to the presence of type 1a endoleak. Coil embolization was performed due to type 2 endoleak on (B)(6). On the (B)(6) 2018, a vascular plug was used to embolize type 3b endoleak (97 x 93 mm). During the next year, the aneurysm size continued to increase. (B)(6) 2019 aaa (99 x 83 mm). (B)(6) 2020 aaa (100 x 84 mm). (B)(6) 2020,aaa (111 x 93 mm). It was reported the patient experienced a rupture and open conversion was conducted on (B)(6). The graft was confirmed under direct vision with laparotomy. A hole was found in the main body trunk part apart from the hole that was previously embolized by avp. The center was graft-anatomized, leaving the main body and the central end of the extension. The right leg was anastomosed to the end of the etlw, and the left leg was anastomosed to external iliac artery (eia) with the leg completely removed. It was confirmed that the type iiib endoleak was in the bifurcate stent graft and the cause of it was unavailable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; four grafts were returned. There was angulation of approximately 30 degrees to etlw1613c156ej causing some stent ring apex overlapping and trainwrecking. All graft lumens were patent. Transectional cuts were present to etbf3216c145ej & etlw1613c124ej. There were no nitinol breaks observed on the grafts. Multiple suture breaks and graft fabric holes were present to etbf3216c145ej & etlw1613c156ej. One large hole was evident to etbf3216c145ej at stent ring 5. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately two years later the facility contacted the medtronic sales rep to inform them that the aneurysm had increased in diameter with an endoleak noted near the flow divider of the main body. No additional clinical sequelae were reported and the patient will be monitored.